Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the tip of the thoracic probe was bent. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.